Event description:
Patient was implanted with postereolateral distal humerus plate and medial distal humerus plate constructs on an unknown date. Patient fell on surgical humerus on an unspecified date. Reportedly, the patient fractured proximal to the existing humerus plate. Patient was returned to the o.r on (B)(6) 2013 for revision surgery. It was reported the plates were not removed. This report is for two (2) unknown plates. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients weight was reported as (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.